Manufacturer narrative:
The warmtouch 5200 and 5300 pt warmer have been discontinued and are being replaced with a new designed warmtouch pt warmer. Active customers have been notified of the availability of the new 5300a model which addresses the potential failure mode.

Event description:
Customer states: it smelled like something was burning. The connector was melted inside the blower. No pt harm reported.